Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 56 mg/dl, and the meter bg reading was 371 mg/dl. Bg was addressed via a correction bolus. System check with technical support did not identify any additional issues with the pump or related supplies. The customer acknowledged that the pump was functioning as intended.